Event description:
On (B)(6) 2014 information was received from a patient indicating that they did not have concerns with their device or therapy.

Event description:
It was reported that from (B)(6) 2013 to (B)(6) 2013 the patient had nine surgeries to try and replace her pump. It was noted, the patient would have the pump implanted and the stitches taken out, but the incision would not close so they would need to do another procedure. It was also reported in (B)(6) 2013, the pump had to be taken out entirely because, she became septic. The pump was being used to deliver clonidine, bupivacaine, and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8780 serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)